Manufacturer narrative:
Investigation of the bottom housing indicates that the adhesive was properly welded to the device and no damages or defects were observed that would contribute to the reported event. The cause of the reported adhesive irritation issue could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per (B)(4) and sterility per (B)(4) prior to release.

Event description:
It was reported that the patient's blood glucose (bg) rose to 27 mmol/l (486 mg/dl) while wearing the pod for between 49 and 71 hours. When the pod was removed from the patient's hip/buttocks, the patient noticed a red mark on the skin in the shape of the pod and an orange/yellow color on the adhesive. A new pod was applied to treat the bg levels. The patient visited the general practitioner (gp) and was prescribed an antibiotic cream and a barrier spray. The patient was diagnosed with a chemical burn. The patient was released after 3 hours.